Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing impedance for the rv lead was varying. The rv lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted on (B)(6) 2016. Non-healthcare professional. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead impedance alert for rising/undefined level of pacing impedance. The rv lead also exhibited no capture at highest output in bipolar configuration. The rv lead remains in use. No patient complications have been reported as a result of this event.